Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive to user input. The keypad was removed and contamination was found under the all the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.